Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Concomitant medical products: patient medications: alprazolam, aspirin, plavix, lasix, and metoprolol.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a proximal type I endoleak. Date and modality of images is unknown. The reason for the endoleak is unknown. The physician reintervened on (B)(6) 2019, and implanted two gore® excluder® aaa aortic extender endoprostheses. The endoleak was resolved and the patient tolerated the procedure.